Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with cracked lens, and pry marks on the rear housing. Investigator's unable to download event history log for review. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "error 1210 and error 1260" was able to be duplicated. During investigation the pump was power up and it displayed error code lec 1260. Simulated use testing was unable to download event log or read out the pump error log, the pump exhibited constant alarm, and was unable to run. After further inspections, the pump was opened and rtc clock battery connections were inspected. The inspection found the battery tab missing on the board for the rtc clock battery. According to the investigation, the 1210 error code is air_bad_crc (corrupted bus). Service replaced the pump mp board due to damaged battery tab and replaced the pump rear housing and lens. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1210 and error code 1260. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.